Event description:
It was reported that the clinical study patient underwent left total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2013 due to a periprosthetic fracture. Review of invoice history verified the implant and revision surgery dates. The modular head, taper adapter and stem were removed and replaced

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." Expiration date - unknown.